Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('patient had uterine perforation with insertion'), device dislocation ('migration of essure device, location of device: pelvic') and embedded device ('essure coil is embedded in uterine wall') in a 53-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines") and headache ("headaches"), 5 years 7 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), embedded device (seriousness criterion medically significant), device expulsion ("she had essure procedure but one of the devices is out of place in the uterus"), genital haemorrhage ("heavy abnormal bleeding,"), abdominal pain lower ("severe cramping,") and vulvovaginal pain ("vaginal pain"). At the time of the report, the uterine perforation, device dislocation, embedded device, device expulsion, genital haemorrhage, pelvic pain, abdominal pain, abdominal pain lower, dysmenorrhoea, vulvovaginal pain, migraine and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, device expulsion, dysmenorrhoea, embedded device, genital haemorrhage, headache, migraine, pelvic pain, uterine perforation and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure implant date: (B)(6) 2010 and (B)(6)2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: total bilateral occlusion.. Concerning the injuries reported in this case, the following were reported from patient¿s medical record : uterine perforation, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 8-oct- 2020: quality safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('patient had uterine perforation with insertion'), device dislocation ('migration of essure device, location of device: pelvic') and embedded device ('essure coil is embedded in uterine wall') in a 53-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included paracetamol (tylenol). On (B)(6)2010, the patient had essure inserted. On (B)(6)2016, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines") and headache ("headaches"), 5 years 7 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), embedded device (seriousness criterion medically significant), device expulsion ("she had essure procedure but one of the devices is out of place in the uterus"), genital haemorrhage ("heavy abnormal bleeding,"), abdominal pain lower ("severe cramping,") and vulvovaginal pain ("vaginal pain"). At the time of the report, the uterine perforation, device dislocation, embedded device, device expulsion, genital haemorrhage, pelvic pain, abdominal pain, abdominal pain lower, dysmenorrhoea, vulvovaginal pain, migraine and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, device expulsion, dysmenorrhoea, embedded device, genital haemorrhage, headache, migraine, pelvic pain, uterine perforation and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure implant date: (B)(6)2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: total bilateral occlusion. Concerning the injuries reported in this case, the following were reported from patient¿s medical record : uterine perforation, device expulsion. Most recent follow-up information incorporated above includes: on 2-oct-2020: mr received : events- "she had essure procedure but one of the devices is out of place in the uterus, patient had uterine perforation with insertion, essure coil is embedded in uterine wall" added, reporter added. Event genital haemorrhage seriousness criteria made non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device, location of device: pelvic') and genital haemorrhage ('heavy abnormal bleeding,') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"), 5 years 7 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping,"). At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, migraine, headache and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, genital haemorrhage, headache, migraine, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure implant date: (B)(6) 2010 and (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 17-may-2019: pfs received. Product indication and essure implant date updated. Lawyer added. Following events were added: migraines, headaches, migration of essure device, location of device: pelvic and dysmenorrhea (cramping). Event onset date were added. Event severity added for: pelvic pain and abdominal pain. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.